Event description:
Tl spacer deformed during implantation. Another spacer was used in its place and the surgery was completed successfully with no adverse consequences.

Manufacturer narrative:
Method: device inspection; complaint history review; risk assessment. Results: the avs tl spacer was confirmed to be deformed via visual inspection. The pattern of deformation indicates that there was an excessive force applied to the insertion hole, possibly created while collet was present and positioning the spacer. A surgical delay of 10-20 minutes was reported. The likely cause of this event is that the user deviated from the instructions. The collet may have been improperly inserted and engaged into the insertion hole, or during use an excessive force was used on the spacer at an angle, causing the deformation of the insertion hole. This deformation decreases the ability of the collet to hold the spacer for positioning. Conclusion: the likely cause of the reported event is a deviation from the surgical technique. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
Tl spacer deformed during implantation. Another spacer was used in its place and the surgery was completed successfully with no adverse consequences.